Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power leads of the system controller was confirmed via customer submitted images. A review of the submitted log files contained data spanning approximately 21 days ((B)(6) 2023 per timestamp). No issues with the system controller power cables were observed in the log files. The heartmate ii system controller (s/n: (B)(6)) was not returned and remains in use. Customer submitted images revealed broken white and black strain reliefs. No damage to the underlying layers was observed. Per the provided information, the system controller was not exchanged due to operating without issues. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, and to obtain replacements if needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-06213. It was reported that there was damage to the power leads of the patient¿s system controller. It was not exchanged due to suspicion of pump thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.